Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while on the rectal area, the device was unable to be fired. The green button was unable to be pressed and the handle could not be squeezed. In order to complete the case they replaced the staple cartridge. There was no injury caused to the patient and no medical intervention was required.